Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was receiving intermittent abnormal shutdowns. The cause for the abnormal shutdowns was isolated to a defective u104 pxa processor on the computer/analog board. In addition, the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q16 on the defibrillator pca. The root cause for the defective u104 pxa processor could not be positively identified. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 107 (abnormal shutdowns).